Event description:
It was reported, the buttons on the insulin pump were not responding. Customer's blood glucose was 12.8mmol/l. Customer uses the sensor and got a high alarm. Customer was unable to clear the alarm. The device was not dropped or bumped. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.